Event description:
A customer reported a media evaporation / dried vial with a cyclesure 24 biological indicator (bi) after a completed sterrad cycle. The load was released and used on patients. There was no injury or harm associated with the issue. The incubator temperature is unknown. It is unknown if the chemical indicators changed color correctly. The previous and subsequent bi results are unknown. This event is reported to the FDA for user error. An item from the load was released and used on a patient before the cyclesure 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
Sex is unknown. Manufacturer date: 02/19/2013. Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed. No anomalies were observed that would contribute to a dried vial. Trending analysis for the product code of ''dried vial" was reviewed from november 2012 through october 2013. There was no significant trend observed. Trending analysis for the product code of ''load not recalled' was reviewed from november 2012 through october 2013. The risk is categorized into "as low as reasonably practicable". Trending analysis by lot number was reviewed from february 19, 2012 to may 27, 2013. This was an isolated incident . The fmea (failure mode and effects analysis) was reviewed and indicates that the rpn associated to this issue is at an acceptable level. The hhe (health hazard evaluation) was reviewed for the risk of using instruments from a load with a positive bi result. The risk is considered low per the medical review. Thirty-two retains bis were subject to functional evaluation. Functional specification was met. There was no physical bi damage or leakage observed after sterrad® processing. One suspect bi was returned for evaluation. The ci disc was golden, indicating peroxide exposure. There was a single spore disc on the outer vial's floor and an appropriately placed cap. There was a single tyvek® liner. However, it had staining consistent with the presence of media fluid during the sterrad® cycle. The inner ampoule was void of media fluid. It appeared intact, however, a single hairline fracture was observed running vertically down the ampoule. There were no stress marks from manual crushing and no punctures were observed on the outer vial. Evaluation of the returned cyclesure® bi found no evidence of user error (i.e., crushing the bi before usage). It is probable that there was a micro-fracture on the ampoule glass prior to use. Micro-fractures can occur as a result of manufacturing or rough shipping/handling. The IFU advises to confirm the ampoule integrity prior to use. An issue with the cyclesure® lot is unlikely. The retains product met specification. A review of the manufacturing process found no evidence of ampoule damage. The lot history review found that this was an isolated incident. The dried vial has been attributed to physical damage of unknown origin. Dried vial can occur when there is pre-existing physical damage on the media ampoule. The damaged ampoule allows the media fluid to be pulled out during the sterrad® vacuum. This can lead to leakage or complete/partial removal of the media fluid from the bi. Media ampoule damage can occur as a result of user error, manufacturing error/defect, or rough shipping/handling. The assignable cause analysis of the code dried vial is physical damage of unknown origin. There is no further investigation into assignable/root cause. The assignable cause analysis of the code 'load not recalled' references the product IFU which states that the cyclesure® 24 bi is intended to be used as a standard method for frequent monitoring of the sterrad® sterilizer cycles. The product malfunction code of 'load not recalled' was added because the customer did not successfully recall the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since each customer sets policy regarding load release. A customer letter was sent advising to follow the current facility policy and procedures regarding retrieval of unused instruments and notification of the physician(s), and to thereafter repeat the test with a second sterrad® cyclesure® 24.

Manufacturer narrative:
(B)(4). No code available: load not recalled and suspected positive bi.